Event description:
Customer reported that a pt sample containing anti-e did not react with the untreated cells of 0.8% resolve panel c lot 8rc157. No death or serious injury was associated with this incident.